Event description:
According to the available information the reservoir package was missing patient stickers. Reservoir was not used.

Event description:
According to the available information the reservoir package was missing patient stickers. Reservoir was not used.

Manufacturer narrative:
According to the available information, reservoir package was missing patient stickers. Reservoir was not used. Device history record (DHR) investigation was completed. It was found that the lot associated with this incident was associated with nc 780481 which included a rework disposition to correct patient labels that were sticking to each other once folded and placed inside the retail box. The entire lot was reworked to replace the patient labels that were originally packaged. New patient labels were printed and inserted into the box. The rework sheet indicated that the correct amount of patient labels was used for the rework. There were no packaging discrepancies detected during independent inspection performed. To date, 95% of the lot has been consumed with no additional discrepant units reported. Given the information collected during investigation, a root cause for the issue noted in the complaint was not identified as no discrepancies were found during DHR review.